Manufacturer narrative:
(B)(4). Batch #unk. Investigation summary: the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched with evidence of contact with metal in or out of the operative field. Additionally, the device was received with the cable cut off and due to this condition, no further functional testing could be performed. The device was disassembled to inspect the internal components and no anomalies were found. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result include "remove instrument from patient," ¿blade error detected¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. Additional information was requested and the following was received: they completed the case laparoscopically and located the tip in the trash bin. Not in the patient.

Event description:
It was reported that during a laparoscopic distal pancreatectomy, 1.5 mm of the distal tip broke off and fell into the patient. As the procedure was currently ongoing, at the time of the call, the sales rep indicated that an x-ray would be performed to retrieve the broken tip. The broken tip was later located in the trash bin, not in the patient. A second like device was used to complete the procedure. There were no patient consequences.